Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise in their atrial lead. There were no other electrical anomalies. The clinician had said that the noise appeared infrequently. The clinician proceeded with further monitoring of the lead with no changes made. Patient was asymptomatic.